Event description:
A report was received that the patient was having difficulty charging the ipg. It was also noted that the patient's remote control stopped connecting to the ipg. The patient underwent an ipg replacement procedure. Device malfunction was suspected. The patient was doing well post-operatively.

Manufacturer narrative:
Sc-1132 ((B)(4)) device evaluation indicated that the complaint was confirmed. Upon receiving the device was completely depleted. The device was charged in one charge cycle, and linked to a test remote control, and the battery measured 3.95 volts. However, the charge and system data logs were corrupted. The device was cut open and the internal inspection revealed erratic internal resistance measurements of the battery when pressure was applied on the case. The battery internal resistance anomaly is due to the intermittent connection to the battery's internal tab and it is the source of the reported complaint.

Event description:
A report was received that the patient was having difficulty charging the ipg. It was also noted that the patient's remote control stopped connecting to the ipg. The patient underwent an ipg replacement procedure. Device malfunction was suspected. The patient was doing well post-operatively.